Event description:
For three years I have been waiting on a replacement bipap from respironics. Ticket number (B)(4), serial number (B)(6). I registered this information along with doctors information numerous times. In december I filed a complaint and was contacted by them on december 28, 2023 and after finally getting to talk to some one I told them my name and call was hung up. In january, I tried calling again and no one ever picked up my call just sat on hold. I called again in february 15 and I got a message that they were not taking calls from my number. When I place the complaint with you I gave my doctors name address and all information, just as I had given them before. With them either hanging up on me or not accepting calls I have no way to again give this information. If you go on the web site https://www.uwhealth.org/locations/wisconsin-sleep-clinic/sleep-medicine-719 (B)(4) it tells of lack of cpaps and how it can take months to get one of these machines. Since my machine has long since been paid for and they would collect no money, they just put people like me off and want me to settle for (B)(4) dollars when it cost me over $(B)(4) after insurance to get it. Prior to my complaint with you I had called on 07/19, 08/23 and 09/18/2023. You have built up the fact that they have voluntarily to correct this, but yet people like me have only gotten the run around. It is for this reason that I ask you to have them pass a full refund of my unit back to me. It was purchased at (B)(6). They have the certified sleep apnea report which is required by (B)(6) and the sales of the item. Please tell me what to do? Do I need to start a class action suit for failure to honor the agreement they had with you and me?